Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a delay in time while medications were being withdrawn. A technical support specialist (tss) remotely accessed the station and confirmed that its time was 8 minutes behind. The tss then connected to the server to verify the correct time using the command shell. The station's time was adjusted to match the server time. Then tss observed a user successfully log into the station and withdraw medications without any issues. The system functioned as intended after the technical support specialist verified the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es time was delayed. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.